Manufacturer narrative:
An event of fractured stopcock during flushing was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. However, five images from field appeared to show fractured stopcock. The fractured piece was not seen in the images provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a procedure using a 14f amplatzer amulet delivery sheath. But the 28mm was large and the physician resized the device to 25mm. During the procedure, the physician connected the automated contrast injection system (acist) to the hemostasis valve connector of a 14f amplatzer amulet delivery sheath. The stopcock broke while flushing contrast media. There was no leak observed. The broken stopcock was replaced and the 25mm was implanted. The patient remained hemodynamically stable throughout the procedure. The patient was discharged and stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.